Event description:
It was reported that the patient experienced reservoir herniation with an inflatable penile prosthesis (ipp). A revision surgery was performed in which the existing reservoir was removed and a new one was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient did not experience any additional adverse events and was good after the procedure. No more information available at the moment. Should additional information become available, it will be provided.